Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). The rhythm started in the monitor only zone and progressed to the vt zone where atp was delivered. The atp appeared to accelerate the rhythm, which resulted in a true ventricular tachycardia (vt). The monitor only zone was programmed off. Detection enhancement were programmed on in the vt zone. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available this report will be updated.